Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report.

Event description:
As reported: "I have just been made aware [patient] implant needs revising". Reporter confirmed that devices to be revised are stryker devices, reason not reported.